Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation found that the pump would turn on when inserting the slide clamp but unable to recognize an open door. A system error 320 occurred which is associated with door related issues. The cause was determined to be the lower hook switch and the lower auxiliary was replaced to correct the condition.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on when inserting slide clamp. There was no patient involvement. No additional information is available.